Manufacturer narrative:
The reason for this revision surgery was to address a rotator cuff failure after 2.75 years of patient use. There was no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to a revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the patient. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the rotator cuff failure could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was experiencing pain. The CT scan discovered an irreparable rotator cuff. The surgeon revised to a reverse total shoulder.